Manufacturer narrative:
Five defective hoses were returned for evaluation. It was determined that the leak was caused by the deterioration of the inner o-ring of the nibp hose, due to the use of non-recommended cleaning agent by the customer. The customer was provided a list of recommended cleaning agents, also located in the operator's manual. Mindray ds, USA, inc. ((B)(4)). (Exemption # e2015032).

Event description:
It was reported that the non invasive blood pressure hose used with the passport 12m patient monitor was leaking and the monitor presented an erroneous value. The hospital staff treated the patient under the impression that these were accurate readings and administered medication. It was only after the patient did not respond to the medication that the blood pressure readings were found to be reporting lower than actual.

Manufacturer narrative:
(B)(4). (Exemption # e2015032).

Event description:
It was reported that the non invasive blood pressure hose used with the passport 12m patient monitor was leaking and the monitor presented an erroneous value. The hospital staff treated the patient under the impression that these were accurate readings and administered medication. It was only after the patient did not respond to the medication that the blood pressure readings were found to be reporting lower than actual.